Event description:
Correction of hammer toe with implant, trilliant enovis brand. Toe has become more contorted and contracted over time. Pain on a daily basis. Need a revision. Had a friend that had similar issues.